Event description:
It was reported that expected duration between eri and eos (end of service) was shorter than anticipated. Therapy was lost due to end of service. Surgical intervention was undertaken to address the issue, where the ipg was replaced, and therapy restored.

Manufacturer narrative:
Section b3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates this is no longer reportable.

Manufacturer narrative:
Further information was received indicating this event and medical device report (MDR) 3006705815-2024-04583 is no longer reportable.